Event description:
It was reported via social media from patient comment that the " vns saved my life, as it has allowed me another 25 years. But is has fried the communication between my heart and brain. The reason it goes on the left side is because their research suggests putting it on the right would cause all of the problems I have. My children have never known me to be healthy, and that is so unfair to them." The mention of the "fried the communication between my heart and brain" will be interpreted as an unspecified cardiac issue. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.